Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment on (B)(6) 2024. The infusion set was in use for 2 days and the insertion site was abdomen. The glucose level was 400-500 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).